Event description:
Event description cpi received information that this bipolar lead was removed for erosion. The physician elected to perform an invasive procedure and replace the implantable pulse generator (ipg) and leads. Lead implanted-05/22/96. Out of service-08/12/96. Implant months-14.7.